Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information was provided that the hospitalization and patient symptoms were not caused by cardiomems. Patient was discharged on (B)(6) 2024 and was subsequently put on hospice. The site does not believe the patient¿s disease progression and transition to hospice was considered to be caused by or due to cardiomems.